Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Manufacturer narrative:
(B)(6) 2015 information was received that the patient was redrawn and received an ultrasonography. The results were negative. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Specificity testing met all specifications on a retained kit. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
(B)(6) 2015 information was received that the patient was redrawn and received an ultrasonography. The results were negative.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. No specific data was provided, but the patient was found (B)(6) at another medical center. There was no impact to patient management reported.